Manufacturer narrative:
Examination of the submitted lcs comp pst aug trls confirmed the posts have fractured, causing the "o" rings to become disassembled. A two-year complaint search was conducted against the 229427xxx lcs comp pst aug trl family group did not find any trend of fractured posts. The investigation could not draw any conclusions about the root cause of the fractured posts. It is supspected the auguments were side levered during removal from the femoral trial resutling in fracture. Based on the inability to identify the root cause and the low frequency of reported events, no corrective action is being pursued.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery the peg that holds the trial augments to the trial femur were broke due to the surgeon impacting the femoral trial.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.